Manufacturer narrative:
The review of the device history record is not completed at this time. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The sample was returned to kimberly-clark for evaluation. The 4.0 'y' adapter was returned,and the tip of the adapter was missing. Visual evaluation under magnification indicated that the tip of the adapter broke away from the device. The root cause for breakage of this polymer molded component could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from the (B)(6), stating, "a piece of the connector broke off and fell in the tube causing airflow obstruction and emergency re-intubation." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).